Manufacturer narrative:
Device received with no battery cap, therefore cannot determine if battery cap is cracked or damaged. Device received was properly tested using a test battery cap. Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had keypad anomaly and stuck button also customer had battery lid broken after dropped on the floor. The customer reported that scroll bar is not moving with no input and there was no response on the first push. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.